Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the monitor is out of order. Review of event logs and files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the home monitor is light off and the healthcare button does not work.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The device is out of order. Review of the event log did not permit to find the origin of the issue. The most probable hypothesis is that a hardware failure caused the reported event. The main origin could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the home monitor is light off and the healthcare button does not work.